Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensors were replaced. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit had flow sensor alarms.